Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event,implant date: dates estimated.

Event description:
This is filed to report post procedure, the clip had a single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (cds0701-ntw, (B)(4), cds0701-nt, (B)(4)) were implanted reducing the mr to 1-2. On unspecified date, the patient was re-hospitalized for shortness of breath and possible single leaflet device attachment (slda). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) or similar complaint review was not performed because no device/lot information was provided. Based on all available information the reported single leaflet device attachment (slda) appear to be due to challenging patient anatomy. Additionally, the reported dyspnea was cascading events of reported slda. However, reported patient effects of dyspnea, as listed in the instruction for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.